Event description:
The manufacturer became aware of a remstar heated humidifier device with allegations of kidney disease/toxicity and stage 4 kidney failure. The patient medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer became aware of a remstar heated humidifier device with allegations of kidney disease/toxicity and stage 4 kidney failure. The patient medical intervention was not specified by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code grid, evaluation results code grid, and conclusion code grid was updated.